Event description:
Meter was in the wrong unit of measurement (mg/dl instead of mmol/l) and it also had a power issue. The pt could not be certain, but thought that the meter was in the wrong unit of measurement for a few weeks. Pt was quite confused and could not be sure of any exact dates. The pt thought was getting inaccurate high results as pt was misinterpreting the mg/dl results as mmol/l, a result of 258 mg/dl was obtain from the meter's memory. It was reported that the pt had no symptoms other than being "sick" on the day of the event. A family member has tried to contact pt by phone and was concerned when pt did not reply, as pt is housebound. As far as pt knew, pt remembers watching tv and then waking up in the hosp. The family member has called the paramedics, and while they were attending to pt, pt had a "fit". It was reported that pt went into the diabetic coma. However, the pt does not recall if the paramedics had tested the blood glucose on their meter and what the result was. Pt also does not know what treatment was given. Pt was taken to the hosp, however, the hosp meter result is unk. The pt also does not recall if pt was given glucose or insulin intravenously at the hosp. Pt was admitted for a week and was told that this event may have been caused by withdrawal symptoms from alcohol. Pt had not altered the medications during the time the meter was in the wrong unit of measurement. The regimen included 18 units of insulin in the morning and 16 units of insulin in the afternoon. Post release from the hosp the insulin dosage was decreased from 14 units in the morning and 12 units in the evening. During troubleshooting, it was verified that the meter was previously set in the correct unit of measurement. However, the pt was not aware that pt had changed the meter settings. A power issue was also reported by the pt. Pt alleged that the meter would not turn on when a test strip was inserted. During toubleshooting this issue, the pt was asked to press the power button, and the meter turned on. However, when a test strip was inserted all the way into the test strip port, the meter would not turn on. Based on the info, there is indication that the product has malfunctioned, due to a spontaneous power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medial device reportable, due to a malfunction. The power issue was also not resolved with troubleshooting, as the meter would not turn on with the insertion of the test strip. However, there is no info that the pt experienced injury due to the product. Therefore, this case is reported as a mater malfunction. A hard-locked one touch ultra meter was sent to the pt.